Event description:
A medtronic representative reported that the monitor on the navigation system was flickering on and off. No patient was involved in this event.

Manufacturer narrative:
No patient was involved in this event. A computer and video splitter have been sent to the site for replacement in the system. No parts have been returned to the manufacturer for further evaluation.

Manufacturer narrative:
The suspect computer was returned for analysis and found to be fully functional: computer video did not flicker during initial evaluation, not at any time during testing. Computer passed all testing with no problem found.the suspect video splitter has not been returned for evaluation.